Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Device was not implanted/explanted. (B)(6). Sterile part: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: december 03, 2013. Expiry date: november 01, 2023. Sterile part: manufacturing location: (B)(4) implant. Manufacturing date: october 04, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a matrix spine case; this was a l4 to sacrum fusion surgery. The surgeon asked for a pedicle screw 6.0 x 55mm. When the scrub nurse was loading the screw onto the screwdriver a tiny fragment of the metal started to come off the head of screw. The scrub nurse then removed and reloaded the screw at the surgical table but it was damaged at this point. The circulating nurse then opened a new screw of the same size 6mm x 55mm and this was checked and implanted into the patient without any problem. The issue did not delay the surgery or have any impact on the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned implant was examined and the complaint condition was able to be confirmed as the proximal threaded region on the screw body was found to peeling, but intact. A definitive root cause was unable to be determined however the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve. The manufacturing documents of the present pedicle screw were reviewed and no complaint related issues were found. Per the technique guide, the matrix pedicle screw is utilized in matrix degenerative for unassembled pedicle screw insertion as an alternate technique. The screw can be inserted prior to attachment of the polyaxial head with the use of a placement tool. Pedicle screws are available in 4.0mm, 5.0mm, 6.0mm, 7.0mm, 8.0mm and 9.0mm diameters and lengths ranging from 20-60mm. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Relevant drawings for the returned implant were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A definitive root cause was unable to be determined however the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.